Manufacturer narrative:
Section b5: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to having a right lower extremity deep vein thrombosis (dvt) and failure of anticoagulation in that the patient was noncompliant. The patient also has a history of dvts and pulmonary embolisms (pe). During implantation of the filter via the right common femoral vein, the optease filter was deployed below the renal veins. A post-procedure venogram confirmed good positioning of the filter. The patient was taken to recovery in stable condition. According to the information received in the patient profile form (ppf), approximately on or about six years and eleven months post implantation of the ivc filter the patient became aware of the alleged events and reports to have blood clots, clotting, and/or occlusion of the ivc, device unable to be retrieved. There was an attempted but unsuccessful percutaneous removal procedure. The patient also states to live with the anxiety of having a filter that could fail at any time, but has not been able to be retrieved even with surgery. The patient states to live with the fear that their filter is nearly completely occluded with organized thrombus and intimal hyperplasia. As reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, the indication was right lower extremity deep vein thrombosis (dvt) with non-compliance to anticoagulation. History includes dvt and pulmonary embolisms (pe). During implantation, the optease filter was deployed below the renal veins. A post-procedure venogram confirmed good positioning of the filter. The patient was taken to recovery in stable condition. The filter subsequently malfunctioned and caused injury, and damage to the patient, including, but not limited to malfunction, including occlusion and a failed removal, that causes injury and damage to the patient. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc, and the device is unable to be retrieved. There was an unsuccessful percutaneous removal procedure. The patient also reports anxiety and fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact event date is not known. The exact catalog and lot numbers are not known. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, and damage to the patient, including, but not limited to, including occlusion and a failed removal. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury, and damage to the patient, including, but not limited to: malfunction, including occlusion and a failed removal, that causes injury and damage to the patient.